Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) determined that the software needed reloading due to the inability to access psc, and no work order was necessary. It was concluded that the case and work order were created in error; case has been cancelled and service has not been provided by the philips. No further action was performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device's suite computer's software was corrupted and needed to be reloaded. No harm was reported to philips. Philips has started an investigation of this complaint.